Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter act diff analyzer dripped a few drops of liquid from the probe onto her hands while running the controls. Customer reported she was wearing gloves, a gown, and goggles and did not get any of the liquid in an open wound or mucous membrane and she did not seek medical attention. Customer reported the incident happened one time a week ago, and has not happened since that time. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Method, conclusion: customer did not request service from bec. Cause is unknown. (B)(4).